Event description:
It was reported that during the implant attempt, the left ventricular lead partially dislodged with removing the coronary sinus sheath but then fully dislodged while trying to reposition the lead. Another left ventricular lead pulled back after the coronary sinussheath was removed but then dislodged while trying to reposition the lead. Neither lead was used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected: product event summary: (B)(4) -the full lead was returned, analyzed, and no anomalies were found. (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal and distal conductors had blood (not obstructed).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead partially dislodged with removing the coronary sinus sheath but then fully dislodged while trying to reposition the lead. Another left ventricular lead pulled back after the coronary sinus sheath was removed but then dislodged while trying to reposition the lead. Neither lead was used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.